Event description:
It was reported to covidien by the facility medwatch that the pt was found unresponsive. Code blue was initiated but unsuccessful. The oximetry monitoring device was noted to be powered off. The device was powered up and it immediately powered back off on its own. It is unclear if the equipment failed, or if the battery had become depleted.

Manufacturer narrative:
Covidien has requested for the unit to be returned for eval. There is no response to this request. (B)(4) stated that they believe the monitor functioned as it should. It was not plugged in to ac. The monitor's battery depleted and the monitor turned off. When the monitor's battery was charged, the monitor functioned as it should on both ac power an battery power alone. (B)(4).